Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app and to monitor the battery depletion. The customer understood the instructions and agreed to follow up if the depletion exceeded 35% per day. The customer continued to use the pump for insulin therapy.